Event description:
It was reported that one day post-implant, there was a lead warning for low atrial impedance. A discussion with the electrophysiologist revealed that the rv (right ventricular) was connected to the device early in the implant procedure, with the atrial impedance warning likely due to the device reporting an impedance change before the atrial lead was connected. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2015. (B)(4).